Event description:
It was reported that the pts clinic receives weekly messages for atrial pacing lead impedances less than lower limit. The alert can be cleared, but the pt has not shown for follow up.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.